Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: when changing the tibial component of the unicondylar knee system, the implant detached itself from the bone without any effort. It was noticeable that there was no connection between the implant and the bone cement. The explant was not connected to the bone cement. The remaining, completely intact, bone cement on the bone had to be removed with difficulty using a hammer and chisel. An investigation is not possible, due to no device available. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from this batch. It is not possible to determine a root cause without device. A CAPA is not necessary.

Event description:
(B)(6). It was reported that when changing the tibial component of the unicondylar knee system, the implant detached itself from the bone without any effort. It was noticeable that there was no connection between the implant and the bone cement. The explant was not connected to the bone cement. The remaining, completely intact, bone cement on the bone had to be removed with difficulty using a hammer and chisel. Components in use listed as concomitant devices are: no159z / as univation xf tibia cemented t4 rm, nl473 / univation f meniscal comp.t4 rm/lm 7mm, no183z / as univation xf femur cemented f4 rm.

Manufacturer narrative:
Investigation: no product is available batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is hardly possible to determine a conclusion and root cause for this failure in this case. We assume that this failure is not product related. Rational: it could be possible that there were problems with the cement technique potential sources of faults relating to the cement: the processing time of the used cement was exceeded, incorrect temperature, unfavorable storage, the age of the cement, incorrect handling of the cement. No CAPA is necessary.